Event description:
There was no pt involved in this event. This device malfunctioned because the device would not power on after upgrading the software.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2009 and that it had performed to specification up to (B)(6) 2011. The information obtained from the device showed that on (B)(6) 2011, the device failed a weekly self-test because of a low battery. The device would have switched to fault mode and the customer would have been alerted with the status indicator flashing red and the device would have issued an audible warning message. On (B)(6) 2011, the device failed a manual test because of a low battery. The device remained in fault mode up to(B)(6) 2012. On the (B)(6) 2012 and (B)(6) 2012, the device failed further manual tests because of a low battery. The device remained in fault mode until (B)(6) 2012 when a new pad-pak was installed. There was no evidence from the data to show that there was an attempt made to upgrade this device as reported by the customer. Investigation did not confirm there to be a fault with the device or any component in the device. The returned pad pak (lot 399) was beyond its use until date of 05/2012. The device software was successfully upgraded from version 2.0.2 to 3.2.0. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.